Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to heart attack and high blood glucose on unknown date with blood glucose of 600 mg/dl. Customer stated delivery was suspended preventing them from choosing the reservoir and tubing option. The insulin pump will not be returned for analysis.